Event description:
The user facility reported to terumo corporation that during cardiopulmonary bypass surgery, approximately seven minutes into the surgery, an air bubble (about 3mm diameter) was visible in the outlet port of the oxygenator. The perfusion circuit prior to this event was primed for 10 minutes, and recirculated at a pump speed of 2000 rpm, prior to the surgery. Surgery was then initiated and seven minutes into the surgery, an air bubble was detected at the outlet port of the oxygenator. The flow rate was stopped immediately after the bubble was detected and the air bubble was removed from the circuit. Following the air removal the flow rates were resumed and surgery was continued with the same oxygenator without any further incident. The delay was minimal and did not result in any consequence to the patient. The device was not changed out. The surgery was completed successfully with no known impact or consequence to patient.

Manufacturer narrative:
A review of the device history record revealed no production related anomalies. Visual inspection of the returned actual device did not indicate any anomalies. The actual perfusion circuit used during the customer event was from a different manufacturer and thus was not returned with the actual device. The device was built into a similar circuit utilizing information obtained from the customer about their perfusion circuit used during the event. Additionally, a device from a current production run was used as a comparison to the returned device during evaluations. Performance testing consisted of circulating the devices with bovine blood and evaluating the pressure performance handling. The pressure drop observed was found to be within device specifications and comparable to the current production device used for comparison. The device was also evaluated for air handling. A 30 cc of air were injected into the oxygenator and evaluated at three different flow rates (1.7, 3.4 and 5.0 l/min) with a constant back pressure of 200 mmhg. In each instance the device was able to successfully remove the introduced air. The device was evaluated for integrity on both the gas and fluid pathways and found to be within specifications. The reported complaint could not be confirmed to the device within specified use conditions. The IFU indicates several warnings for air introduction during use of the device; "the gas flow rate should not exceed 15 l/min. Excessive gas flow rate will bring about pressure increase in the gas phase allowing gaseous emboli to enter the blood phase." "To prevent gaseous emboli from entering the blood phase, make sure that the arterial pump flow rate always exceeds the flow rate of the cardioplegia line. The blood flow rate of the cardioplegia line should not exceed 1 l/min." "Total flow rate of the arterial line and any separate arterial lines must not exceed the flow rate at the oxygenator inlet port." "During recirculation, do not pulsate flow or stop blood pump suddenly. Otherwise, gaseous emboli may enter the blood phase from the gas phase due to inertia force." (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.